Event description:
During use by the surgeon the decorticator #1 cutting element broke off in the joint. Surgeon attempted to suction out the tip but was unsuccessful [tip left in joint]. Patient presented with dysmorphic anatomy: lumbar sacralization. Field rep believes proper technique was used, but believes an obstruction was encountered. The joint may have presented with a sharp edge that obstructed the instrument.